Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a 3dmax mesh. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2016 - patient underwent laparoscopic bilateral inguinal hernia repair with the implant of two 3dmax meshes (device #1 & #2). Per operative notes, ¿sac was dissected completely and repaired with 3dmax meshes." (B)(6) 2017 - patient underwent ultrasound which suggest bilateral indirect inguinal hernia larger on the right side than left. (B)(6) 2017 - patient had pressure on groin without any pain and there was no evidence of hernia.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the additional information received, no conclusions can be made. Per medical records review, about 6 months post implant post implant of 3dmax mesh, patient was diagnosed with a hernia recurrence. Hernia recurrence is a known inherent risk of surgery. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. To date, this is the only reported complaint for this manufacturing lot. Note, the date of event (15-apr-2017) is considered to be a best estimate. This supplemental MDR represents the 3dmax mesh (device #1). An additional MDR was submitted to represent the 3dmax mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a 3dmax mesh. Case-specific details not provided.